Event description:
It was reported that the device had a damaged bezel, bad display board and failed rate calibration. No patient involvement was reported.

Manufacturer narrative:
Corrected g4, h3, h6(methods, results, conclusion), h10 a review of the device history record for sn 14523371 was performed from date of manufacture 12/01/2015 to the present date 10/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a damaged bezel, bad display board and failed rate calibration. No patient involvement was reported.